Event description:
Abbott diabetes care (adc) received a medwatch user declaration that reported the following information: "over the last 2 years, the libre 2 has misread my blood sugar counts. It was between 50 to 100 points off. My a1c went from 6.5 or 6.7 up to 7.5 only over the last 2 years that I have been using the libre 2 cgm." Adc customer service attempted to contact the customer3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user declaration that reported the following information: "over the last 2 years, the libre 2 has misread my blood sugar counts. It was between 50 to 100 points off. My a1c went from 6.5 or 6.7 up to 7.5 only over the last 2 years that I have been using the libre 2 cgm." Adc customer service attempted to contact the customer3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.